Event description:
It was reported that during a cholecystectomy procedure, the clips were not fed into the jaw properly and malformed at the functional check. Another device was used to complete the case. There were no adverse consequences to the patient. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.